Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alleges over delivery. The customer¿s blood glucose level was 111 mg/dl. The customer was treated with food. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr. Unomed inf set.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. Device passed the delivery accuracy test at 0.08735 inches.